Manufacturer narrative:
B3: unknown. No product was returned. The investigation determined the most probable cause to be the backup capacitor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1720. The event occurred during testing, there was no patient involvement and no patient was reported.